Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the batteries and the expired safety disk. The fse then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer for clinical use. The full name of the event site noted is: (b)(5) hospital.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a service test performed by the customer. There was no patient involvement and no adverse event was reported.